Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with unknown juvéderm®. Patient experienced ¿inflamed and painful nodules after filler.¿

Manufacturer narrative:
Continued h.6. Type of investigation code: b18. Additional, corrected, and/or changed data: a2, b3, b5, b7, c row 1, d1, d4, d6a, h4, h6, h8. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported patient was injected in the cheeks with 3ml of juvéderm® voluma¿ xc and experienced ¿inflamed and painful nodules after filler.¿ it was also noted ¿experienced viral illness week of symptom onset." Treatment is noted as ¿doxycycline hyclate 100mg bid 10 days." No diagnostic testing was performed. Event has resolved. This is the same event and the same patient reported under MDR ID#3005113652-2023-00230 (allergan complaint #(B)(4)). This MDR is being submitted for the first suspect product, juvéderm® voluma¿ xc (lot: vb20b10504).